Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected motor error alarm or hardware low level failure alert alarm noted during testing. However, hardware low level failure alert alarm (variablei nfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 132 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.